Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the explant covered in foreign fluid and material. As the device was not returned further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the components are anatomically aligned. There are no fractures and no evidence of implant loosening. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient had a left total knee arthroplasty. Approximately 16 years post-op, the patient underwent a revision due to pain and instability. During the surgery, the surgeon noted no signs of loosening or lysis and noted there to be small signs of lipid uptake and early pitting. Only the poly was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 00599201401 - femoral component porous size d left - unknown. 00594603001 - fluted stem mobile tibial component/precoat for cemented use only for export only not for distribution in the USA size 3 - unknown. 00597206529 - all poly petella standard cemented size 29 mm diameter 8.0 mm thickness - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00599201401 - femoral component porous size d left - 61089889. 00594603001 - fluted stem mobile tibial component/precoat for cemented use only for export only not for distribution in the USA size 3 - 61111036. 00597206529 - all poly petella standard cemented size 29 mm diameter 8.0 mm thickness - 61321718. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.